Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. The sensor was inserted into the arm, which is off label usage of the device, on (B)(6) 2019. The patient¿s mother reported the patient¿s cgm was 70 mg/dl and because the patient¿s parents were concerned that her values would decrease, the patient was taken to the emergency department (ed). The patient¿s bg in the ed was 135 mg/dl. The patient was monitored in the ed for approximately 2 hours without any decrease in her bg values and was discharged home. At the time of contact, the patient was doing okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation confirmed a difference in values that falls within the b zone of the parkes error grid. No additional patient or event information is available.